Event description:
It was reported that a sheath leak occurred. During a de-novo pulmonary vein isolation procedure to treat a paroxysmal atrial flutter, a faradrive steerable sheath clear was selected for use. It was reported that the sheath was leaking after introducing the dilator. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred. During a de-novo pulmonary vein isolation procedure to treat a paroxysmal atrial flutter, a faradrive steerable sheath clear was selected for use. It was reported that the sheath was leaking after introducing the dilator. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis. It was further reported that a pressure bag was used for the irrigation of the sheath. The saline leak was located from the proximal end of the handle. No air was seen in the patient nor in the sheath. No other issue has been reported.

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred. During a de-novo pulmonary vein isolation procedure to treat a paroxysmal atrial flutter, a faradrive steerable sheath clear was selected for use. It was reported that the sheath was leaking after introducing the dilator. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis. It was further reported that a pressure bag was used for the irrigation of the sheath. The saline leak was located from the proximal end of the handle. No air was seen in the patient nor in the sheath. No other issue has been reported.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive sheath was returned for analysis. Visual inspection of the device noted cracks in the stopcock. Microscopic inspection of the stopcock revealed cracks at the sides of the sheath inflow port. Pressurization of the sheath with deionized water confirmed a leak in the stopcock in the cracked location.